Manufacturer narrative:
Evaluation: no product or lot number info was returned by the customer to assist in this investigation. We are unsure on what date the product was manufactured; however, we are aware that the markings have come off of the introducer in the past. Changes have been made which should currently prevent the markings from coming off the introducer. Since the mfg changes, this is the only complaint we have received concerning paint coming off of the above products and we cannot substantiate this complaint since no lot number product was provided.

Event description:
The black markings came off the catheter during use. The physician had to go down a duct and retrieve the markings from the pt.